Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, in the removal of the gallbladder, the bag tore and was damaged. They opened a new device to complete the case. There was no patient injury.